Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. Between (B)(6) 2011 there are 22 manual self tests recorded. On (B)(6) 2011 the device records a manual self test due to a low battery. Multiple manual power ups would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence of corrosion on the device membrane. This would indicate the device was being exposed to adverse environmental conditions which can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but not the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.